Manufacturer narrative:
The recipient reportedly did not receive any medical intervention before explant surgery. The recipient has healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed top and bottom cover silicone damage and the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a head trauma incident. The recipient presented with a wound at the implant site and device extrusion. The recipient's device was explanted.